Event description:
It was reported that the patient's pump was explanted on (B)(6) 2015 due to infection. The pump had been implanted in the patient¿s right abdomen. At the time of the event the patient was also receiving oral baclofen and diazepam. Perioperative antibiotics had been administered. The patient experienced drainage and incisional wound opening at the device pocket; the patient did not have meningitis. The patient¿s prior refill occurred on (B)(6) 2015. A culture was performed and revealed (B)(6). The date and location of the culture was not reported. The patient was treated with oral and intravenous antibiotics as well as total device system explant. The patient outcome was unknown. The pump was used to infuse baclofen.

Manufacturer narrative:
Concomitant medical products: product ID 8782, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter; product ID 8784, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4). Analysis of the pump serial number (B)(4) found no anomaly.